Manufacturer narrative:
This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had an index surgery outside ri. On (B)(6) 2015 dr. (B)(6) revised the patient for dji with exchange of the poly only.